Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable after the procedure.